Manufacturer narrative:
An olympus field service engineer (fse) visited the site and verified the e116 error code. The fse recommended the device be sent for repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the visera 4k uhd camera control unit had frequently occurring error e116 (camera head communication error) and the camera did not reset after power off. The issue was found during a procedure. After the error appeared, the customer was not able to change the observation function, but the image processing continued to work properly. The procedure was completed with the device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide additional information based device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's reported malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a weak connection of the memory card to the motherboard led to the malfunction. Olympus will continue to monitor field performance for this device.